Manufacturer narrative:
No customer returns were available. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that architect intact pth (ipth) results for one patient were elevated compared to the roche method. No adverse impact to patient management was reported. (B)(6) 2019: architect values 201 and 208.9 pg/ml. Roche value 60 pg/ml a few days later. (B)(6) 2019: architect values 207.6 and 225.3 pg/ml. (B)(6) 2020: the patient complained regarding the elevated architect values because roche testing was again 60 pg/ml.